Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high". A specific bg value was not provided. Cause was not known. Additional information on how bg was treated was no provided. The customer declined troubleshooting with tandem technical support, or to provide additional details regarding the reported issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.